Manufacturer narrative:
As a result of analyzing the subject device, it was confirmed that there were signs of being stretched and a compressive buckling in the tube sheath. As it was pointed out, the coil sheath could not be slid due to the stretched tube sheath. In addition, the basket was deformed. For the operation wire, all the 4 wires were broken at the place of around 2100mm from the distal end and 2 out of the 4 wires were also broken at the place of around 940mm. It is surmised that all the wires were cut with a tool in terms of its fracture surface. Further, the occurrence mechanism of the stretch and the compressive buckling of the tube sheath may be as follows: the root of the tube sheath was broadly bended as the forceps elevator was raised or the basket was pushed against the intestinal wall. The physician attempted to open the basket under the conditions of above 1 where the friction resistance between the basket wire and the tube sheath became larger, so the tube sheath was pulled and stretched. Besides, since the basket was closed in a state where the stretched tube was out, the compressive buckling occurred in the tube sheath. Moreover, it is surmised that the basket deformation occurred because a force that exceeds the specification was applied to the basket due to the shape and the hardness of calculus or the degree of the force to close the basket when grasping the calculus. There is the following description in the instruction manual. When the lithotriptor's basket does not smoothly open or close, do not apply force but move the forceps elevator or the scope's angle back, or move the position of the basket until the basket opens or closes with ease. If the action is forced, the tube may stretch and cannot be stored inside the coil sheath. Also, the calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.

Event description:
Olympus medical system corp. (Omsc) was informed that during crushing a calculus in the bile duct with the bml handle, the slide operation of the knob of the coil sheath was impossible and the calculus could not be crushed. The physician attached the basket wire of this device to the mechanical lithotriptor handle (bml-110a-1). The calculus was crushed. The physician completed the procedure. There was no patient injury reported regarding this event.